Event description:
During a surgical aortic replacement, a blood leakage was evidenced from the graft. It was reported that the leakage longer than expected. No further information was provided.

Manufacturer narrative:
No facility number has been assigned to this report. No device evaluation was performed since the graft remained implanted in pt. However, a graft coated during the same manufacturing period than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. A review of the device history records indicated that the graft was processed and inspected according to procedures, and no anomaly was found. Specifically, no anomaly was found in the collagen coating records or in the sewing records. Twelve products coated on the same day than the complaint device underwent water permeability testing. Tests results indicated values well within product specifications. No conclusion can be drawn. However, the testing performed on similar products would tend to indicate that the device was not defective. A f/u report will be submitted within 30 days upon receipt of additional information. See scanned page.